Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the segment fluid damage, the electrical connector fluid damage, the air/water nozzle clogged, the air/water channel clogged, the control body corroded, the light guide cable leak, the remote control buttons cut, the distal body worn out, the u/d and the r/l pulley wires worn out, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).